Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device faults were due to an assembly problem caused during the device servicing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was being serviced at a (B)(6)distributor when it became inoperable. During the service center evaluation of the device logs, system faults were also observed. The device was not in use when the fault occurred, therefore, there was no patient involvement.